Event description:
Olympus was informed that the rubber was missing. There was no further detail provided. Olympus followed-up with the user facility to obtain additional info regarding this report. The user facility reported that the event occurred during a diagnostic bronchoscopy procedure where the bronchoscope was used in conjunction with an 7fr single use cuffed endotracheal tube. The bronchoscope reportedly became stuck during the procedure and the users had to cut the tip of the endotracheal tube as a result. The pt reportedly suffered respiratory distress. The intended procedure was completed with a different bronchoscope. The users reported that no device fragment had dislodged in the pt's airway.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval confirmed the user's report. The eval found a portion of the bending section rubber torn off, and the remainder bending section rubber measured at 25mm in length. There were multiple bite marks observed on the surface of the insertion tube and it was deformed. The device was subsequently evaluated with a video processor with horizontal lines noted on the image. The image would also blackout and these image problems were attributed to a damaged ccd unit.